Event description:
It was reported that every time the customer changes the battery, the insulin pump alarms several errors. The customer's blood glucose was 147 mg/dl. The insulin pump was not stored or not I use for an extended period of time. A temp basal was not programmed before the error alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.